Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer stated, "these are the worse syringes I have ever used". Stated, the needles are painful when taking injections. Stated, when she she draws the insulin, the insulin is forced back out into the vial. She doesn't understand why the insulin will not stay in the barrel. Stated, there is no bruising or bleeding from the painful injections. Declined replacement. Lot: 8100697 catalog: 928858 date of event: unknown samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.